Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving a microclave¿ clear neutral connector where the reporter stated that the microclave connector was leaking due to a crack in the plastic. There have been four b-safe¿s submitted for the issue with the affected microclave. There was unknown patient involvement and unknown adverse events.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.